Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry. This pt was prospectively enrolled with 11cm of barrett's esophagus containing high-grade dysplasia. At the two month f/u post initial ablation, a stricture was noted and dilated... Resolving the stricture. The pt was placed on proton pump inhibitors (ppi) prior to and after the procedure. It is unk whether the pt received ppi after the ablation.

Manufacturer narrative:
The site did not return any device therefore no device eval was performed. If we should obtain additional info pertinent to this event, a f/u report will be submitted. (B)(4).